Event description:
It was reported by service report that the footboard is showing an error for low voltage on the nurse call back up battery. No patient involvement or adverse consequences are reported.